Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient presented in the hospital experiencing presyncope and a heart rate of 30 beats per minute. Upon interrogation, the ventricular lead exhibited oversensing and intermittent loss of capture. The lead was capped and replaced. The patient tolerated the procedure well and was in good condition.